Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician gained groin access and inserted the was along with the versacross device. The physician positioned the devices in the right atrium and prepared to perform the transseptal puncture, but a thrombus was seen via transesophageal echocardiogram (tee) imaging. The thrombus was aspirated out of the patient by the physician and the procedure was ended. No closure device was implanted in the patient at this time. No other complications were reported to have occurred as a result of this event.